Manufacturer narrative:
The suctions were tested by a representative at the site. They all validated normally. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was possibly due to the emitter and not the suctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding instruments used with a navigation system. It was reported that the site had five bent instruments. All five were tested and they were all found with visible damage on a few of them. They were unable to verify without serious manipulation in the divot. There was no patient present.